Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the device passed functional testing with no anomalies found. (B)(4).

Event description:
It was reported that while the external pulse generator (epg) was connected to the patient, pacing failure was found. The staff of the hospital commented that the epg might not be the cause of the pacing failure because the condition of the patient was already severe. However, it was requested that the device be inspected for confirmation. The epg was returned to the manufacturer. No patient complications were reported as a result of the performance of the device.